Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Resistance was measured from power entry module ground to door post for troubleshooting purposes and the result was in specification; checked all grounds for loose connection and no problems were found. An internal inspection was performed with no problems found. The technician reviewed the device history for previous returns; the previous return was unrelated. The assignable cause for ground bond test failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.